Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-16. It was reported that the expected reservoir volume was 2ml. Actions/interventions taken to resolve the motor stall and tube set included talking to a manufacturer representative and changing the settings to the lowest amount. The patient was reportedly referred to a neurosurgeon, and it was unknown if the motor stall and tube set were resolved. The device had not been explanted at the time of report, and the patient's weight was unknown as the patient was wheelchair bound.

Event description:
Information was received from a health care professional (hcp) and manufacturer representative (rep) regarding a patient who was receiving dilaudid (concentration 20 mg/ml, dose 7 mg/day) and morphine (concentration 3 mg/ml, dose 1.05 mg/day) via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging scan (MRI). The pump status and/or event log report indicated that the motor stall occurred and was active, a stopped pump period may exceed tube set message was also noted. The managing doctor stated that he just pulled 9ml of drug so he knew the patient had not been receiving medication intrathecally. The technical service specialist (tss) reviewed that they should rule out electromagnetic interference (emi) and magnets. Tss also reviewed the following considerations; to silence audible alarms, consider pump replacement, programming pump to minimum rate, covering patient with non-pump medication and if an explant/replacement was to happen, to return the pump to the manufacturer. The caller stated that he would discuss these considerations with the patient. No further complications were reported.